Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: pickle a, benaroch t, guy pierre, harvey j (2004). Clinical outcome of pediatric calcaneal fractures treated with open reduction and internal fixation. Journal of pediatric orthopaedics. Volume 24. Issue 2. Pages 178-180. ((B)(6)). The purpose of this retrospective study was to evaluate the outcome of pediatric calcaneal fractures treated with (open reduction and internal fixation) orif. The 7 calcaneal fractures in 6 children who underwent orif between april 1997 to march 2000, were included in the study. There were 5 boys and 1 girl. The mean age was 13 years (range, 11¿16 years). All patients received rigid internal fixation with either an unknown ao plate or a competitor¿s device. If calcaneal size allowed, an unknown synthes h plate cervical spine plate was slid under the reconstruction plate to add support for the posterior facet reduction. The mean time to surgery was 10.5 days (range 3¿25 days). The mean follow-up was 30 months (range 18¿48 months). The article did not specify which of the devices were implanted for each patients. Thus, complications will be reported as follows: a (B)(6) male child with left-side calcaneal fracture had 75 percent of normal subtalar range of motion at 36 months follow-up. Patient complained pain or mild discomfort with hard floors. This report is for one (1) unknown plate. This is report 1 of 3 for (B)(4).